Event description:
Additional information was received that the cause of the low flow alarms was hypertension. The hypertension improved with guideline-directed medical therapy (gdmt) and the alarms resolved. The patient's battery clips were exchanged a week prior due to low voltage alarms that were thought to be secondary to the battery clips. The power cable disconnect alarms resolved with battery exchange. The patient was stable and discharged to a skilled nursing facility (snf).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had multiple low flow alarms in the evening. Their nursing home called 911 due to the low flow alarms. When emergency medical services (ems) arrived and connected the patient to their battery clips and batteries, they had connect to power alarms. After troubleshooting and exchanging the batteries and battery clips the alarm continued. Ems expressed a concern for a possible "short" since anytime the patient moved the connect to power alarm went off while on battery power. The patient's battery clips had been replaced the week prior. Their system controller and power cables appeared unremarkable. Log files revealed a driveline disconnect and pump stop on (B)(6) 2024 at 19:23:47. The pump appeared to have restarted at 19:24:12. Also, on (B)(6) 2024, low flow estimates and sustained low flow hazard events and power cable disconnects were noted while on battery power. On (B)(6) 2024 at 22:37:10 the patient was connected to a power module and there were no additional power issues going forward.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline disconnect and subsequent pump stop events. The system controller event log file contained events from (B)(6) 2024 through (B)(6) 2024, per the timestamps. A driveline disconnect alarm and subsequent pump stop were captured 19:23:47 on (B)(6) 2024. The driveline appeared to be reconnected 19:24:10 and the pump ramped up to the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. A reason for the driveline disconnect cannot be conclusively determined through this evaluation. According to the account, the patient is stable and was discharged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system controller alarms, as well as how to respond to each alarm condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.